Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k332 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k332 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The complaint kit, smart card and photographs were returned for investigation. A review of the data recorded on the smart card showed the treatment proceeded to the buffy coat collection phase of the procedure after 1425 ml of whole blood had been processed. The operator aborted the procedure at approximately 59 ml of buffy volume collected. The provided photographs verify the tubing leak and show the recirculation pump tubing segment no longer attached to its port on the pump tubing organizer (pto). Inspection of the returned kit confirmed the pump loop tubing had detached. The pto was examined and showed the recirculation pump loop tubing detached from the bond port of the t-connector in the pto. A material trace of the components used to build lot k332 found no non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The tubing detaching from the bond port indicates the solvent bond joint was weak. The root cause for the tubing leak is most likely due to manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1532 ml of whole blood was processed when they observed a blood leak during elutriation. The customer stated they observed a blood leak coming from the recirculation pump tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit, smart card and photographs for investigation.